Manufacturer narrative:
The product identification necessary to review manufacturing history was not provided. Current information is insufficient to permit a conclusion as to the cause of the event. Event is being reported to FDA on one medwatch since the limited information available indicates that a revision procedure may be necessary. Should additional information be received regarding a revision procedure, the complaint will be reassessed and, if warranted, further medwatch reports will be submitted. This report is based on allegations set forth in plaintiff¿s complaint, and the allegations contained therein are unverified.

Event description:
Legal counsel for patient who underwent an open reduction internal fixation procedure has indicated that the screws of the shoulder plate have backed out of product. It is not known if the patient has been revised. This report is based on allegations set forth in plaintiff's complaint, and the allegations contained therein are unverified.